Manufacturer narrative:
During the evaluation on the returned thermogard xp ivtm system (sn (B)(4)), the air trap sensor test failed; the console did not detect "stop running" test when removing the airtrap fixture. It was determined that the root cause of the issue identified during the initial functional testing was due to a defective registered jack (rj) 45 cable at air trap assembly. To remedy the issue, the defective part identified was replaced. The thermogard console was re-tested and passed all the functional tests and as expected, it is ready for therapy use. No physical damage observed during visual inspection. The thermogard xp ivtm system is a reusable device and was manufactured in before 2011. The device has been operating for over 7 years and has exceeded its expected serviceable life of 5 years.

Event description:
During returned console evaluation on (B)(6) 2018, the thermogard xp ivtm system (sn (B)(4)) failed the air trap sensors test. It did not detect (stop running) when pulling airtrap fixture out.